Manufacturer narrative:
(B)(4). The device was not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2016, intra-op, the tip of screwdriver broke off in the screw upon insertion into the patient¿s l5 pedicle. The surgeon was able to remove the screw using a set screw and rod to back out the screw. The screwdriver tip remained welded within the screw head and was removed as well. The surgeon was able to replace the screw within the l5 pedicle and complete the surgery as planned. The product came in contact with the patient. No patient complications were reported.